Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 547 mg/dl. The customer experienced symptoms such as thirstiness, being dehydrated, loss of appetite and migraines. The customer was treated at the hospital with 2 bags of fluids. The customer's blood glucose went down to 47 mg/dl. The customer was given juice and released. The customer was wearing the insulin pump during the hospitalization. The customer reported drive support cap to appear flushed. The customer stated that the pump also had rewind anomaly. The insulin pump will be returned for analysis.